Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering observed burst edges at the distal end of the bag with wavy edges and stress marks leading to the burst area. The stress marks observed during inspection of the returned unit suggest that the tissue bag was exposed to forces greater than the design of the bag material is able to withstand. The instructions for use (IFU), caution the user that, "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic bilateral salpingo oophorectomy- "miss (B)(6) was the surgeon performing the procedure. It was her first procedure of the day. After removing both the fallopian tubes and ovaries with the voyant 5mm fusion miss (B)(6) deployed the bag through a 12mm advanced fixation trocar. The bag had only just been opened from the tyvek packaging and passed to miss (B)(6) for use. Once the bag had been opened both fallopian tubes and ovaries were placed in the bag. The bag was then closed and the introducer removed leaving only the closed bag in the abdomen and the loop chord hanging from the trocar. The advanced fixation trocar balloon was deflated with the syringe and removed from the patient. Miss (B)(6) proceeded to try and remove the bag through the incision site with reasonable force. Miss (B)(6) place a pair of spencer hughes grasper horizontally across the bag on th outside of the abdomen to improve the grip. The grasper was never placed inside the incision to make wider and only stayed outside the abdomen on the neck of the bag. When the bag came through the incision site the was a loud pop and miss (B)(6) notified me that the bag had popped leaving 1 fallopian tube and 1 ovary in the incision which she then had to remove with the spencer hughes grasper. Miss (B)(6) notified me that there was nothing left inside the patient." Additional information: miss (B)(6) mentioned that she has had to put a lot more pressure on with dermoid cysts in the past than she had to in this procedure. Patient status- no patient injury or illness associate with the complaint event.